Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown liner, unknown stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient is being considered for a revision due to acetabular cup migration approximately 13 months post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.